Event description:
350974 - high thresholds 350053 - high impedance both leads replaced with mdt products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).